Event description:
Same case as MFR report #3005099803-2009-00047, 3005099803-2009-00048, 3005099803-2009-00049. It was reported that during a polypectomy procedure, cutting difficulties occurred. A dis ov jumb snare olym snare had been advanced to treat an unspecified polyp. During the procedure, cutting difficulties occurred where the "snare almost tore off the polyp instead of cutting it". Additional polyps were removed with 3 additional dis ov jumb snare olym snares; however the physician encountered the same cutting difficulties with each of the 3 additional devices. There were no patient complications reported.

Manufacturer narrative:
The unit was disposed by the customer; therefore product analysis could not be performed. Device history record review was performed and no issues were noted. The most probable root cause of the reported complaint could not be determined.